Event description:
It was reported that 15 bd phaseal¿ protectors (p55) had issues with broken spikes found before the drug preparation. The following information was provided by the initial reporter: "in the medical oncology - before the drug preparation. It was observed that the spike of the protector was broken when the vials were opened for capping with the protector."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 06-mar-2023. H6: investigation summary: three unused samples, the impacted product, and two photos were provided to our quality team for investigation. Through visual inspection of the photos and reported device, the tip of the protector spike is observed to be bent, verifying the reported incident. A device history review was performed for the reported lot 2204113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Three retained samples of the same lot were used for additional evaluation. The retained samples along with the unused product returned were inspected and no damage to the protector spikes was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd phaseal¿ protectors (p55) had issues with broken spikes found before the drug preparation. The following information was provided by the initial reporter: "in the medical oncology - before the drug preparation. It was observed that the spike of the protector was broken when the vials were opened for capping with the protector."